Event description:
A complaint was received regarding a clave¿ connector that experienced leakage. The reporter stated when the product c1000 was connected to ch2000s-c it was leaking chemotherapy around the luer threads of the c1000. This event happened several times with the same lot number. He also confirmed that the ch2000s-c was not having an issue and only the c1000 was experiencing an issue. There was unknown patient involvement.

Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review could not be performed and a probable cause could not be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.